Event description:
The sales rep reported that the tip of the device broke off during a case.

Manufacturer narrative:
The complaint device has not been returned to the MFR to date. Additional info will be available upon completion of the investigation.